Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps could not generate energy. The user completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no loss of cautery and no arcing observed. There was no instrument collision and no fragment fall into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the grip-crimp location at the distal end within the insulation. The instrument failed the electrical continuity test. The grip tips were manually manipulated and intermittently passed continuity. No signs of thermal damage were observed. Additional observations not reported by site: 1). The instrument was found to have damage of the conductor wire¿s insulation. As a result, the internal wires are exposed. No thermal damage was observed. 2). The instrument was found to have a frayed grip cable at the distal end. 3). A visual inspection was performed, and the instrument was found to have mechanical indentations on the bipolar yaw pulley. The complaint was confirmed by failure analysis.